Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the occlusion alarm investigation could not be completed as the cartridge was not returned; however, a different issue was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was in the low 200's. The past occlusion alarms were addressed by the customer clearing the alarms and resuming insulin deliveries. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.